Event description:
During a laparascopic roux-en-y gastric bypass, a 21 ethicon circular stapler with circular buttress was used during the creation of a g-j circular anastomosis. After creating the anastomosis, the circular stapler could not be removed through the buttressed anastomosis. In order to remove the stapler, the cartridge and anvil stapler components were disconnected and retrieved separately. The jejunum was everted to gain access to the anvil shaft and then manipulated through the anastomosis lumen this increased surgery time. An intra-operative methylene blue test was conducted and demonstrated no signs of anastomotic leak. The remainder of the surgical procedure was performed as usual. There was no patient consequence.